Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material inside the air/water tube and the air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation and the information provided, foreign material remained in the air/water cylinder and channel due to occurrence of leakage from the scope cover. The instruction manual states the detection method associated with the event in "cf-ez1500dl/I operation manual chapter 3 preparation and inspection", and preventative measures in "cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.